Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/9/2020 h6 patient codes: e19 - infection additional information: d4, g1, h6 to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. The patient demographic info: age, weight, bmi at the time of index procedure? Both were young on early twenty 2. Relevant patient history? Both were in labor and had problem 3. Any intraoperative concurrent use of other products? No 4. What is the lot #? Pgb7121 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? There was no active bleeding , only minimal oozing 6. Where was the surgicel used (on what tissue)? Uterine wall & bladder bed 7. How much surgicel was used during the procedure? One piece of surgicel snow 5.1*10.2 cm 8. Was the surgicel product left in place? Was the excess irrigated and removed? It was left in place, the excess was not removed & not irrigated 9. What were current symptoms following the index surgical procedure? Onset date? Fever & abdominal pain within 5 days 10. Were cultures performed? If yes, results? No 11. Has any surgical or medical intervention been performed? Yes, both cs were followed by exploratory laparotomy 12. What is physician¿s opinion as to the etiology of or contributing factors to this event? Presence of surgicel snow as foreign body with presence of prolonged rupture of membranes & minimal oozing 13. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection, pain, fever, and wound dehiscence? N/a 14. What is the patient¿s current status? Both were get well after laparotomy, symptoms were disappear this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h4.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please open one file for each patient that experienced an adverse event. For each patient please answer the following questions. 1. The patient demographic info: age, weight, bmi at the time of index procedure? 2. Relevant patient history? 3. Any intraoperative concurrent use of other products? 4. What is the lot #? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. Was the surgicel product left in place? Was the excess irrigated and removed? 9. What were current symptoms following the index surgical procedure? Onset date? 10. Were cultures performed? If yes, results? 11. Has any surgical or medical intervention been performed? 12. What is physician¿s opinion as to the etiology of or contributing factors to this event? 13. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection, pain, fever, and wound dehiscence? 14. What is the patient¿s current status?

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020 and absorbable hemostat was used. Post-surgery infection was reported along with an open wound upon incision site inspection, four days after surgery. The event required intervention to prevent permanent impairment damage. The patient also experienced pain and a high fever. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/23/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.